Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had deflation failure. There was no patient harm and recannulation/reintubation was not performed.